Manufacturer narrative:
Patient weight: unknown/ not provided. Initial reporter: email address: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) from the patient's left eye was explanted due to patient "cannot see anything at distance. Cannot see to drive." Visual acuity is 20/30 right eye (od), 20/25 left eye (os) but it is not functional. It was provided that the patient is exceedingly unhappy. The suspect iol was replaced with a zcu150 model lens, 22.5 diopter power. There was no patient injury or adverse event reported post-explant. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: jun 2, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could contribute to sub-optimal results or poor vision could be identified. No further issues could be identified with the lens. The complaint issue could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. . Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.